Event description:
As reported by an edwards engineer, while attending a pulmonic delivery system (pds) case, following successful implant during the case, they were speaking with the operator regarding feedback on the new pds system. It was then the operator mentioned that this is a good system 'unless the balloon bursts' at which time retrieval could be difficult. The engineer mentioned from training that there are a few snaring techniques in case of a device failure/balloon burst. The operator then said they 'heard about a case' with a pds where the balloon burst and the operator could not get the balloon back into the pds and had to convert to surgery. The territory manager and engineer pressed them on where this happened, which physician it was, was he sure it was pds (vs. Commander), and any other relevant information. They declined to share any further information.

Manufacturer narrative:
The investigation is ongoing.